Event description:
It was reported that a user experienced nighttime hypoglycemia while using the ilet bionic pancreas soon after initiation, with a lowest blood glucose of 63 mg/dl and an estimated duration out of range of approximately 30 minutes; the user attributed susceptibility to an endogenous overnight insulin phenomenon and asked whether the system would continue to drive lows, and was counseled that the algorithm would adapt over time. Symptoms included signs consistent with low blood glucose. Outcomes included self-treatment with oral carbohydrate and recovery without emergency services, hospitalization, or professional medical intervention. Investigation included a review of user-reported event details, device use context, and troubleshooting and education. Investigation of this case revealed no device malfunction reported and that continued use with algorithm learning was advised. It was concluded that the event was consistent with hypoglycemia of unclear cause in the context of early adaptation, with user education provided and no further clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.